Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two spectrum iq infusion pumps overinfused during adult total parenteral nutrition (tpn) 3-in-1 therapy. The first pump was set to infuse over 20 hours using the cyclic tpn pump setting. The volume to be infused was 1224ml. The pump completed infusion two hours early, and did not allow the ¿programming to ramp down the rate for the last 10% of the infusion¿. The pump was changed, and the second pump functioned the same way and ran dry two hours prior to the anticipated time. The pumps were being used with baxter clearlink primary tubing and a baxter clearlink micron filter extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.